Event description:
It was reported that the patient was admitted with worsening fatigue and hypervolemia. There was concern for pump thrombus as haptoglobin was low and heart failure symptoms were worsening. It was planned to perform a transthoracic echocardiogram (tte). Log file review captured routine events. Additional information was received that the tte was inconclusive and thrombus was not confirmed. There were no changes to patient condition or anticoagulation status that would have contributed to thrombus. The patient received diuretic and fluid status management in addition to antibiotic support for history of driveline infection. It was planned to continue monitoring the patient's labs. As of (B)(6) 2022, there was no concern with the pump.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported infection, as well as a direct correlation to heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(4), could not be conclusively determined through this evaluation. The submitted log file contained data from (B)(6) 2022 to (B)(6) 2022. No notable events or alarms were captured. The pump appeared to function as intended, and operated at or above the low speed limit for the duration of the file. The patient remains ongoing on hmii lvas, serial number (B)(4). The heartmate ii lvas IFU, rev. C and the heartmate ii lvas patient handbook, rev. C are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection (local, driveline, and pump pocket), that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Furthermore, several sections of the hmii IFU and patient handbook provide care instructions regarding how to prevent infection, as well as the suggested responses in the event an infection occurs. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 10nov2015. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event. Related manufacturer's report capturing history of driveline infection in (B)(6) 2021: 2916596-2021-00090.